Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 584 mg/dl. The customer was not wearing the insulin pump at the time of admission. The caller stated that the customer had a stomach ache and ketones. The caller also reported that the insulin pump had excessive no delivery alarms. Blood glucose level at the time of the incident was 441mg/dl, which was treated with a manual injection. The caller reported that the no delivery alarm was resolved by a complete set change. The caller was advised that the reservoir would be replaced and agreed to return the product for analysis.